Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient impact. Additional information was received stating that bearing failure was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined sticking. The likely cause of failure couldn't be determined. It was also noted that the bearing was failed and had heavy contamination, unable to set in the bore, laser tags were worn out, the outlet of the inner housing was round, locking mechanism of the boron was not working correctly, the drill was not installed or fixed in the attachment and when connected to the motor, a rattle was heard, the motor clinked. B3: date of incident or estimated date of incident not provided to manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.